Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that the unit is not yellow alarming and is only at 60% o2 level.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to an independent repair center for evaluation. The result of the evaluation was that the sieve beds had dumped, causing the unit to shut down. However, there was no indication that there was a failure of the lights/alarms.

Event description:
The dealer states that the unit is not yellow alarming and is only at 60% o2 level. Per the independent repair center, the reason for repair is unit shuts down. The key failure is the sieve beds dumped.